Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead developed an infection which appeared to have originated in the pocket. A revision procedure was performed and the entire system was explanted.